Event description:
The clinic reported that a laser vision correction patient who underwent a prk (photo refractive keratectomy) treatment presented at a two weeks post op exam with corneal haze in the left eye and edema in the right eye. The patient had discontinued using the prescribed eye drops after a week against the instructions provided by the physician. The patient was given a new prescription and instructed to continue the drops for two more weeks tapering the second week. As of the patient's last exam approximately a month after the diagnosis the patient's condition was reported as improving and the haze was less significant. The doctor has tapered the eye drops. The patient was correctable to 20/25 in the right eye and 20/30 in the left eye. Preoperative the patient was correctable to 20/25 in each eye.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.